Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The left iliac diameter at end of ipsi limb is 23.6mm in diameter. The mid-distal left iliac measures 17-19mm in diameter. The length from the flow divinder to left hypo measures 156mm in length. It was reported that the patient had a follow up CT scan which observed a distal type I endoleak coming from the ipsilateral limb. It appears that the stent graft was pulled up on to the aneurysm sac either by normal aneurysmal remodeling or iliac dilatation due to disease progression. Comparative images were not available. An intervention was performed and the physician relined the ipsilateral limb from distal to the flow divider to the left hypogastric artery, resolving the distal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).